Manufacturer narrative:
The device has been requested by baxter for evaluation, but has not yet been received. Should the pump be received for evaluation, a follow up report will be filed upon completion of the evaluation, or if additional information becomes available.

Event description:
The facility nurse educator reported via phone call to baxter product surveillance a colleague single channel pump that allegedly infused into a patient at a higher rate of speed than programmed. According to the nurse educator, the night shift nurse had set up the pump with a piggyback and primary. The nurse educator stated that the piggyback was correctly set up above the primary bag. The piggyback was programmed to infuse a 250 ml bag of doxycycline at 80cc/hour. The piggyback contained normal saline solution. The night shift nurse claimed that the pump started infusing at a higher rate than expected into the patient. The nurse than turned off the pump and replaced the bags and tubing and restarted the infusion using the same pump. The same result occurred. Again, the nurse turned off the pump and this time placed the same bags and tubing on another colleague single channel pump. The same result occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. The tubing sets used were r08e24019 for the primary set and s08f03100 for the secondary set (piggyback). The nurse educator stated that the pumps were brought to the facility biomedical department. The following morning, the nurse educator tested the second pump, and noted that it ran "fine." The biomedical engineer was contacted by baxter via phone call. The biomedical engineer noted that a review of the event history did not find any failure codes associated with the incident.